Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high and low blood glucose readings. The customer went to the emergency room on october 5, 2020 with blood glucose just below 600 mg/dl. The customer was treated with intravenous insulin infusion drip. After treatment, the customer's blood glucose dropped to 30 mg/dl customer treated low blood glucose with food and reconnected to the insulin pump and blood glucose went back up to 600 mg/dl again the customer was using the insulin pump within 48 hours of reported event. Troubleshooting was performed and the customer reported that the time on the insulin pump was incorrect. The customer also reported that the insulin pump received motor error alarms. The customer was advised to change the entire set. The insulin pump will not be returned for failure analysis.